Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the self test, sleep current measurement, and the active current measurement. Unable to perform the displacement test due to missing retainer. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was using excessive battery. The customer¿s blood glucose level was unknown. The keypad was worn and screen had scratch. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.